Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/21/2021 h.6. Investigation: one used and one unused mp5301-c infusion set were received for testing by our quality team. The customer complained of connection issues specifically that the "plastic piece does not move or lock securely". After initial investigation, the spin collar of the used sample was found to be somewhat stuck in place. With some slight torsion force, the spin collar was released and able to move freely. This verified the customer's complaint. The unused sample was opened and no issue was observed. Both samples were tested with an infusion of saline solution and a smartsite affixed to the spin collar and no connection issue was observed. The root cause of this issue is unknown. A device history record review for model mp5301-c lot number 20106882 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of connection issue with lot #20106882 regarding item #mp5301-c.

Event description:
It was reported that a 8.5 in pressure rated set w/bonded disconnected during use. The following was reported by the initial reporter: "CT is having problems with imf 23227 again. The plastic attachment doesn¿t move or lock securely."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a 8.5 in pressure rated set w/bonded disconnected during use. The following was reported by the initial reporter: "CT is having problems with imf 23227 again. The plastic attachment doesn¿t move or lock securely."